Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced low blood glucose. The customer¿s blood glucose level was less than 40 mg/dl. The customer stated that they had low blood glucose levels two or three times in the week. The customer stated that they had twice now, he experienced high blood glucose in the 300 mg/dl due to improper set insertion. The customer was advised to speak to health care professional about settings. The customer was advised temp target for exercise and physically vigorous activities. The insulin pump will not be returned for analysis.